Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter?s technical service center and reported a supply bag fell during fill 1. The home patient (hp) stated the supply bag fell and disconnected. Product surveillance contacted the hp regarding the reported incident. The hp stated the cause of the supply bag falling was due to his foot getting caught in the line when he got up to use the restroom. The set-up was discarded. No patient injury or medical intervention was reported. No additional information was available.